Manufacturer narrative:
Although no lot number was provided, a shipping history was generated to determine the last 3 lots shipped to the customer. The device history records for the identified lots were reviewed for any deviations related to the reported defect of the complaint. The review confirmed that the lots met all material, assembly and performance specifications. A review of (B)(6) sep 2009 complaint report did not reveal any adverse trends for the vaxcel pasv port product family and the failure mode of "catheter fractured." Returned for eval was an 8f vaxcel pasv port with catheter attached. The catheter was flattened between the 6 and 8 cm marks and a longitudinal fracture was also visible at that location. When a dimensional check was performed on the catheter, the ID and od were found to be within specification. Based on the condition of the port assembly, the device appears to have been assembled properly. The failure does not appear to be a mfg defect, but could possibly be attributed to "pinch-off syndrome," a potential condition cautioned against in the directions for use packaged with the device. Mfg process controls for this device include 100% leak testing of all ports, visual inspection of proper port/screw lock assembly, and inspection of catheters for damage or defects. (B)(4).

Event description:
As reported by hosp, the physician found "holes in the tubing leading up to the (implanted) port, which caused the medication to leak out. Removed port from pt. Replaced with another of the same device. There was no harm to the pt. The used device was returned for eval.